Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired for the first time and the clip did not come up in the nose, it did not fire a clip. The second and third clip fired but they were scissored and once placed fell off of the tissue. When the surgeon observed the cystic duct the scissored clips had cut a hole in the cystic duct. He then switched to a 12 mm trocar and used an different device to complete the procedure. There was no bleeding or consequence to the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The jaws open and close as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on (1st, 2nd, 3rd)? What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? No, feeding slowly, was there any torquing or twisting of the device present at the time of firing? No, was any unexpected resistance felt while firing the trigger? No, were any unexpected noises heard? No if so, when?did anything unexpected happen prior to this incident? In,